Event description:
It was reported that when the bd q-syte¿ luer access split-septum stand-alone device was disconnected from the adapter after use, blood leaked from the valve center. The following information was provided by the initial reporter, translated from french to english: "the qsyte is screwed to the back of the insyte blood control catheter base. Then, a luer vacutainer adapter is inserted to collect blood from the catheter. When disconnected, the qyst continuously leaks and blood flows through the center of the valve."

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9144786 d.4. Medical device expiration date: 4/30/2024 h.4. Device manufacture date: 5/24/2019 d.4. Medical device lot #: 9031822 d.4. Medical device expiration date: 12/31/2023 h.4. Device manufacture date: 1/31/2019 d.4. Medical device lot #: 9031818 d.4. Medical device expiration date: 11/30/2023 h.4. Device manufacture date: 1/31/2019. H.6. Investigation summary: received a total of 6 units inside specimen bottles along with an empty/open package from lot 9144786. The units were received as follows: lot 9144786: 2 used units and 1 unused unit. Lot 9031822: 1 used unit. Lot 9031818: 1 used unit. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: units 1-4 (used) units received revealed damage (tears) on the slit of the septum top disk. All of the used units (1-5) received revealed damage (tears) on the slit of the septum bottom disk. None of the received units had damage on the column wall. No physical-mechanical damage was found on any of the components of the unused unit received. Water-leak test: all units were tested in the actuated and the un-actuated positions. No leakage occurred on any of the received units. Conclusion(s): not determined the failure experienced by the customer could not be confirmed or replicated in the laboratory. The damage observed on the septums slits is normally attributed to incorrect usage or excessive actuations.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when the bd q-syte¿ luer access split-septum stand-alone device was disconnected from the adapter after use, blood leaked from the valve center. The following information was provided by the initial reporter, translated from (B)(6) to english: "the qsyte is screwed to the back of the insyte blood control catheter base. Then, a luer vacutainer adapter is inserted to collect blood from the catheter. When disconnected, the qyst continuously leaks and blood flows through the center of the valve."